Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02692. It was reported one of the patient's scs system leads migrated. X-ray confirmed the lead migration. Surgical intervention was taken and the lead was repositioned and the issue was resolved.